Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the left ventricular lead could not be fixed in position due to an unspecified malfunction. The physician completed the procedure using a replacement lead. The patient was discharged in stable condition.